Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be jumping around. Customer stated that the pump battery has depleted quickly and shut off as a result of the battery gauge jumping. There was no reported impact to the customer's blood glucose level as the customer stated they could not recall. The customer declined to upload pump data for review by tandem technical support.